Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan colombia alleging that his onetouch select simple meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 6:00 am. The patient manages his diabetes with self-adjusting insulin. The patient stated that he took exercise (date/time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "headache, blurry vision and drowsy" one hour after the alleged product issue began. The patient stated that he self-treated with insulin (dose not provided) on (B)(6) 2015 at 10:00 pm. The patient stated that his blood glucose was tested with an ER/hospital meter on (B)(6) 2015 at 3:00 pm and the result was "366 mg/dl". At the time of troubleshooting, the csr noted that the issue was not resolved with walk-through troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "blurry vision" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.